Event description:
The unviversal handle broke during surgery. [Customer].

Event description:
The unviversal handle broke during surgery. [Customer].

Manufacturer narrative:
The review of this device history record is currently not possible due to temporarily unavailable archive data. The investigation is based on the documents provided. This investigation is considered sufficient to analyze the extent of the error. The recall r-2024-07 was initiated and completed. This is the final supplemental report. The complaint is closed.